Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, when the physician initially attempted to throw the mesh leg assembly through the patient's tissue, the capio cage failed to catch the needle. Subsequently, when the physician attempted to throw the mesh leg assembly through the tissue, the capio cage caught the needle, but then failed to release it, and the physician pushed the capio plunger twice. Afterwards, as the physician again attempted to throw the mesh leg assembly through the tissue, the needle detached and was captured inside the capio cage. The physician completed the procedure using another uphold vaginal support system, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needle from the solid blue dilator was missing and was not received. Visual analysis of the returned capio device revealed no defects. Functional analysis of the returned capio device showed that it operated freely and smoothly, with no defects. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, when the physician initially attempted to throw the mesh leg assembly through the patient's tissue, the capio cage failed to catch the needle. Subsequently, when the physician attempted to throw the mesh leg assembly through the tissue, the capio cage caught the needle, but then failed to release it, and the physician pushed the capio plunger twice. Afterwards, as the physician again attempted to throw the mesh leg assembly through the tissue, the needle detached and was captured inside the capio cage. The physician completed the procedure using another uphold vaginal support system, with no complications to the patient, who is reportedly "fine" post-procedure.